Manufacturer narrative:
The device serial number is unknown.

Event description:
The customer reported there were error codes that are related to the da pcba adc reference failed vent inop occurrence. The customer reported patient involvement unknown.